Event description:
It was reported that the physician elected to reposition the ventricular leadless pacemaker (vlp) post fixation due to poor i2i communication during an initial implant procedure on (B)(6) 2026. In the process of repositioning the vlp, the helix became stretched and clogged with tissue. The vlp was not used and a new vlp was successfully implanted. The patient was stable throughout the procedure.